Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being followed up in the regular ward due to infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the source of infection was the driveline and sternum. It was noted to be a bacterial infection with the growth of staphylococcus epidermis, yeast fungus, staphylococcus hemolytic bacteria. The patient was treated with antibiotics and vacuum. Bacterial growth had passed, and discharge continued. Vaccuum treatment has been terminated, and the patient was only being treated with dressing.